Event description:
A customer contacted haemonetics on (B)(6) 2009 and alleged that they have received check effluent line alarms on the orthopat perioperative autotransfusion system. No patient injury was reported. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 and alleged that they have received check effluent line alarms on the orthopat perioperative autotransfusion system. No patient injury was reported. Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. (B)(4).